Event description:
This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm 100 stating that the device did not charge and gave a warning to replace the battery. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm 100 stating that the device did not charge and gave a warning to replace the battery. He efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model #861290.

Manufacturer narrative:
Become aware date is updated into 11jun2024 as per the gfe response.